Manufacturer narrative:
The investigation into the delivery issues-anatomy has been completed. The impella products were not returned for evaluation. Based on the clinical review, the root cause of the delivery issue - anatomy was most likely due to patient condition of diseased/small vessels.

Event description:
The user facility reported a 47-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as escalation of care from an impella cp device. . The patient's native anatomy precluded placement. No reported patient harm or injury.